Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
At the time of the event, it was noted the pump was delivering baclofen, but was then switched to saline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable infusion pump. The type of drug in pump was noted as ¿none¿. An infection was reported. The physician stated that the recently implanted pump was infected and explanted. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are : product ID: 8780 serial# (B)(6) ubd 2026-05-10 UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient had an infection in the distal portion of the catheter. The patient had a fever. Per the caller, the physician wanted to cut the catheter away from the pump pocket site but tie off the proximal portion of the catheter. The caller was inquiring about options for the pump and remaining portion of the catheter.